Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the remote manager lock had failed. The user attempted rebooting the unit, but this did not resolve the issue, and the refrigerator could not be recovered. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-nov-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that unable to close the remote manager latch. A field service engineer (fse) found latch catch got stuck and was able to unscrew it from latch and repositioned back into correct position. Fse applied stabilent to latch harness and rebooted device. After reboot customer was able to test inventories with good results. The system functioned as intended after the field service engineer repaired the device.